Event description:
Doctor reported that a file separated in the canal during a procedure. A temporary rentoration was placed until the patient can return for follow-up treatment. As of this report the separated piece has not been retrieved.